Event description:
Portland gate fell off hooded crib, resulting in immediate patient fall. Few securement pieces were found on the floor, indicating pieces were missing. Hooded crib is manufactured by hard model: e843-cgp serial: (B)(6) tag: 215278.